Event description:
Force bipolar grasper (#1) tissue getting caught in hinge going of grasper repeatedly interfering with operation. Force bipolar grasper (#2) tissue getting caught in hinge joint of grasper repeatedly interfering with operation ¿ tip of instrument. Broke apart inside patient (intact but broken). Tissue torn as instrument removed from patient due to inability to get instrument inside port while removing because of broken edge. Reference report #mw5149162.